Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: a review of the pump's black box data showed an unexplained pump reboot event on the date of the complaint. The keypad was peeling up at the base. The up, down, and ok buttons were unresponsive due to contamination on the button contacts. There was visible corrosion inside the battery compartment. The pump failed a leak test fail due to a battery compartment crack. Evidence of moisture was found internally on the main printed circuit board.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.